Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation while still in the box. The device was not used and replaced. No patient consequences were reported.